Event description:
It was reported by the physician that when he was threading the spring wire guide (swg) through the needle, there was a "snag" at the end of the needle catching on the wire. He may have been pulling back on the wire after advancement when it got caught. There were no pt complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one introducer needle and one swg were returned for evaluation. The returned swg was observed to be kinked with damaged coil wires approximately 3.5 cm from the proximal tip. The core wire was broken at this point, but the swg had not unraveled. Both welds were intact and no pieces were missing. The diameter of the swg was confirmed to be within specification. No defects or anomalies were observed on the introducer needle during visual examination at 10x magnification. The specified .025 inch minimum inside diameter of the introducer needle was measured at .026 using pin gages. The products' instruction booklet (arrow (B) (4)) contains suggested procedures for inserting and removing the swg and warnings to minimize the likelihood of swg damage during use. Specifically, the practitioner is warned not to withdraw the swg against the needle bevel. The report that swg snagged on the end of the needle was confirmed through evaluation of the returned sample. However, no manufacturing defects were identified on the swg or introducer needle. Since it was reported that md may have been pulling back on the wire after advancement when it got caught and the damage is consistent with the type that occurs when the swg is withdrawn against the needle bevel, the potential cause of this issue is incorrect user technique.